Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Joystick intermittenly moves the chair without command, also the windows (or drives) on the joystick will change just by moving the joystick knob and then the joystick will go a joystick fault.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that there was an inductive failure of the joystick causing the reported complaint issue.

Event description:
Joystick intermittently moves the chair without command, also the windows (or drives) on the joystick will change just by moving the joystick knob and then the joystick will go a joystick fault.